Event description:
Pt underwent left total should arthroplasty in 2002. Pt returned top physician with grinding in the left shoulder and readiographs indicated broken screw component inferiorly suggestive of premature loosening. Revision surgery was performed.